Event description:
Underdelivery reported. The pump was set up by a night shift nurse to infuse a secondary antibiotic of mefoxin in 50ml solution to run at 150ml/h. The primary solution and delivery rate were not recalled. When the dayshift nurse checked the device around 7am, it was noted that only approx half of the infusion had delivered. The day nurse reset the secondary to infuse at 250ml/h to complete delivery of the antibiotic. The infusion "took much longer to complete that expected." The pump remained in use at that time. Later in the day, the physician ordered a fluid bolus of 500ml of d5lr to infuse over 4 hours at 125ml/h. The nurse reports that "the bag was not emptying as quickly as expected and the infusion rate had to be increased to 250ml/h in order to deliver the 500ml over 4 hours." The pt did not experience any adverse effects. No additional info was available.